Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be blunt or dull during cataract surgeries. Alternate knives were obtained in order to complete each procedure with no harm to any patient. Additional information was stated to be unavailable.